Manufacturer narrative:
Adaptor model 3550-39 lot# n296244 implanted (B)(6) 2011 explanted unk; lead model 3778-75 lot# v789638013 implanted (B)(6) 2011 explanted unk; adaptor model 37092 lot # 287540001 implanted (B)(6) 2011 explanted unk; lead model 3778-75 lot# v175105007 implanted (B)(6) 2011 explanted unk; programmer model 37743 (B)(4); recharger model 37752 (B)(4).

Event description:
It was reported that the patient experienced pain and a burning sensation in the lower back and at the neurostimulator location after she bent down quickly to catch a pet running out of the house. The patient had an appointment scheduled for either (B)(6) 2012 or (B)(6) 2012. The physician told the patient the device would be reprogrammed. Additional information has been requested but was not available as of the date of this report.